Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Event description:
It was reported the patient had a refill scheduled for "5/15" and missed it. The patient thought they were having withdrawal symptoms so they went to the emergency room (ER). The patient did not hear a low reservoir alarm. The hcp was not sure whether the patient truly had withdrawal or not. It was also reported the patient's pump showed 0.3 ml's were left, but the hcp was not able to aspirate anything from the reservoir. The hcp refilled the patient and felt that it was normal. The pump was used to deliver morphine (unknown). The outcome of the event was not reported.